Event description:
Additional information was obtained. A revision was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this chronic right ventricular lead displayed noise and intermittent loss of capture. In addition, impedance and amplitude measurements have been unstable for the past year. It was thought this lead was dislodged. The patient with this lead is under medical supervision until a lead revision is performed. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event wil be updated.